Event description:
Additional information was received stating that the vns patient requested to explant her device. The patient no longer wanted the device so the generator was explanted on (B)(6) 2014. The explanted generator has not been returned.

Event description:
It was reported that the patient presented to the physician with voice hoarseness. An ear nose throat (ent) evaluation showed exertion induced left vocal cord paralysis, which falls in sync with vns stimulation. The surgeon does not believe the event is vns related. It was recommended that the patient's device be disabled for two days to see if the issue is still present. Further intervention will be based off of these results. No additional information has been provided.

Event description:
Upon follow up, the physician stated that he had no additional information on the vocal cord paralysis and voice hoarseness, except that the patient was feeling good the last time he spoke to her. No diagnostic information was provided; however, a review of programming history found the patient's recent settings and diagnostic results.

Event description:
The generator was returned for analysis. Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.